Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated. A manufacturer representative went to the site to test the equipment. It was identified the e-stop loop on the external pendant was not closed. There was not a possibility to connect it well. The stand off's were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that it was assumed defective contact caused problems with 2d and 3d images. It was reported the second pendant was not working properly.